Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Device discarded by hospital.

Event description:
Roi-c : broken cage during a revision. Removed a mobi-c implant (revision) at c6-c7 level (followed by a specific complaint (B)(4)). Replacement by a roi-c cage. Insertion of anchoring plate in c7 without difficulty. Insertion in c6 with difficulty. Surgeon removed the implant holder and saw that cage is broken. According to the surgeon: inferior plate was not in the "axis" of the cage and he has thought that it was the reason of broken cage. Surgeon asked for the opening of another roi-c cage of the same size. But he then prepared better the disc space and he decided to implant another roi-c cage of different size (height 7 instead 6). No other issue, surgery was completed successfully. Surgery delayed over 30 minutes. No harm to the patient. Additional information requested. Note: no information provided by reporter for the moment to determine amongst cages of the same size (height 6) which one was broken and which one was opened and not used.

Manufacturer narrative:
Investigation found that root cause can be related to axis not correct (there was a gap between cage and endplate and cage can break during anchoring plate impaction for this reason) or to patient hard bone but regarding information provided root cause can't be clearly determined. The investigation found no evidence to indicate a device issue. Based on information available and on the investigation, the exact root cause of this issue can not be determined but we continue to track and trend this type of issue.

Event description:
Additional information received shows: no conflict with caspar pin, patient quality bone was good, surgery was delayed but not over 30 min. Lot # of product involved was not determined, the other product was opened but not used.